Event description:
"Spinnaker was used to access avm. (Glue procedure) catheter separated, leaving the distal 28 cm in patient down to arch. There was concern of occlusion of vertebral arteries. Patient is in serious condition and is being monitored by doctor. Attempts to snare were unsuccessful." As of 2003 update: "patient was treated and followed up. The patient turned out better than expected. The patient felt fine and only experienced hearing challenges. No vessel occlusion noted due to catheter fragment. There are no immediate plans for surgical removal of catheter."